Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. Microscopic examination of the device revealed a 2mm tear in the balloon material in the center of the balloon. The reported balloon burst was confirmed.

Event description:
It was reported that the balloon ruptured. An 8.0mmx40mmx80cm sterling balloon catheter was selected for a percutaneous transluminal angioplasty (pta) of a calcified vessel. During the procedure inside the patient, the balloon ruptured. The procedure was completed with another sterling balloon catheter. There were no patient complications reported and the patient was stable post procedure. Additional information reported that the pta was of a diffuse and calcific lesion with different morphology. The balloon ruptured at 8 atm during pta of the iliac artery. The physician was able to withdraw the device from the patient. The patient was discharged after the procedure.

Event description:
It was reported that the balloon ruptured. An 8.0mmx40mmx80cm sterling balloon catheter was selected for a percutaneous transluminal angioplasty (pta) of a calcified vessel. During the procedure inside the patient, the balloon ruptured. The procedure was completed with another sterling balloon catheter. There were no patient complications reported and the patient was stable post procedure. Additional information reported that the pta was of a diffuse and calcific lesion with different morphology. The balloon ruptured at 8 atm during pta of the iliac artery. The physician was able to withdraw the device from the patient. The patient was discharged after the procedure.

Event description:
It was reported that the balloon ruptured. An 8.0mmx40mmx80cm sterling balloon catheter was selected for a percutaneous transluminal angioplasty of a calcified vessel. During the procedure inside the patient, the balloon ruptured. The procedure was completed with another sterling balloon catheter. There were no patient complications reported and the patient was stable post procedure.